Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was repositioned. This rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the right ventricular (rv) lead had micro dislodgement. No additional adverse patient effects were reported.